Manufacturer narrative:
The complainant was unable to provide the device upn or lot number. Therefore, the manufacture and expiration dates are unknown. . (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail reusable laser fiber was used in a procedure performed on an unknown date. According to the complainant, during procedure, the laser fiber burned near the connector and broke off. It was also noted that the connector was hot to touch. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.